Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/19/2017. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The maude report #mw5066903 was received and stated: during a hysterectomy, the disposable sonicision cordless dissector was not operating properly and when it was from the patient's abdomen, a piece of the operating jaw broke off the instrument into the scrub tech's hand. The instrument and broken piece were sent to the supplier for investigation. There was no patient harm.